Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of incident and other relevant value was 80 mg/dl. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were unable to describe any possible damage to the drive support cap. Customer did allege pump was over delivering because she was getting lows though she already did a bolus. Customer stated insulin pump was worn during a medical procedure. The insulin pump will be returned for analysis.